Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the received sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 03/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: customer stated he's having problems with the caps on his syringes falling off, exposing the needle. He has accidentally pricked his hands with needles that were exposed by caps that were loose and had fallen off. Customer has not had any serious injury outside of the finger pricks from loose caps. He has been able to complete his injections, but he's concerned about the number of loose caps and in the box.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct brand name and report type (adeverse event and product problem) provided in the initial MDR [3014312726-2024-00184]. The previously reported was incorrect. The correct report type is only product problem and the correct brand name is droplet.